Manufacturer narrative:
(B)(4). Philips disassembled the product and returned it to philips facilities to be investigated. The initial investigation showed that the cooling unit was missing 3 welds out of 6 welds and thus was detached from the rotor and caused the damage to the gantry.

Event description:
The scan was completed, and the two mta's (medical technical assistance) were in the process of positioning the patient from the tabletop to the patient bed when a big bang was heard and the gantry of the ict was destroyed by the cooling unit.